Event description:
It was reported that noise was observed on the atrial channel. Lead testing and programming changes were recommended. The patient will be monitored through a follow-up in clinic. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.